Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for it did not hook the lens, so it is not suitable for surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Since the sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, before intraocular lens implantation surgery, the injector did not hook up the lens. Hence it was not suitable for the surgery. Additional information has been requested. Additional information was received stating that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).